Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis noted that the electrocardiogram connector on the link electronic module board was loose and therefore the board was replaced and calibrated. It was further noted that the power cord was missing and it was also replaced. (B)(4).